Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, the fse found the system freezing and the brakes and pressing the pedal working slowly. To resolve the issue, the fse performed a complete reboot. After which, no new event was reported by the customer. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up normally. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.